Manufacturer narrative:
Other, other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that during the use of the product, the customer noticed the indicator needle did not move-would not allow measurement of the air pressure. As a result, they stopped using the product. No patient injury.

Event description:
Information was received that during the use of the product, the customer noticed the indicator needle did not move-would not allow measurement of the air pressure. As a result, they stopped using the product. No patient injury.